Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. It was found that the video cable on the back of the mobile view station (mvs) monitor was loose. It was retightened and the mvs was restarted 4 times without any trouble. The imaging system is up and running. Concomitant medical products: other relevant device(s) are: pn: bi71000823, ln/sn: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that they were attempting to boot the imaging system for a case and could not boot the mobile view station (mvs). When booting it would display a green screen and show a message booting in safe mode. They tried rebooting multiple times without resolution. They pulled in another imaging system for the case. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.